Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the time on the insulin pump changes constantly on its own. It was also stated that the insulin pump has a crack on the top upper left hand corner of the display screen. Customer does not know how the damage occurred. Blood glucose value is unknown. Nothing further reported.